Event description:
"Caller alleged discrepant results compared with the lab."

Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Investigation: two therapeutic donors were tested using returned strips, in-house and reference (sys-meter) meters. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 247453 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria; no further investigation will be pursued. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4) no further action is required at this time. Ongoing trending shall be performed to determined if further action is warranted. No corrective action required at this time as no product deficiency was established.